Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient was overcorrected followed by a photorefractive keratectomy (prk) procedure, then over corrected the other direction followed by an second prk procedure and she cannot function visually. Additional information was requested and received stating vision was not good postoperatively, the prk was done initially to fix it. It did not make it better, they performed a yag thinking that would fix it, but it did not. A 2nd round of prk was done and now she's been overcorrected the other direction, but it is still giving her poor distance vision which is worse than before the prk procedures. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).